Event description:
A nurse had changed an empty heparin bag with a new one at 2104 and noticed at 0100 that the bag had almost completely infused with approximately only 100-150 cc remaining in the bag. The nurse checked the pump to make sure it had the correct settings. She verified that the pump settings were indeed correct. Since there was an obvious problem, the nurse proceeded to turn the pump off. After turning off the pump, the nurse noticed that the heparin was still infusing despite the pump being turned off. She then disconnected the patient from the heaprin and opened the chamber and noticed that the tubing was kinked inside the chamber.the patient was assessed for any new bruising or bleeding. In addition stat labs were performed on the patient. The patient has no known complications at this time.======================manufacturer response for IV pump, alaris medley (per site reporter).======================once our biomed department has inspected the pump, carefusion has requested that we forward it to them for additional testing.